Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the patient¿s medical records, the patient had a history of pulmonary embolus (pe) seven years before implantation. The filter was implanted due to bilateral pulmonary emboli and recurrence of her pe¿s. The filter was placed in the ivc distal to the renal veins via the right femoral vein and patient tolerated the procedure well with no apparent complication. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to perforation and tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilted filter, and device unable to be retrieved in an attempted but unsuccessful percutaneous removal procedure five months post implantation. The patient also reports suffering from anxiety and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: a1: patient identifier section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d11 (concomitant medical products and therapy dates) unknown 6 french sheath section g4 (date received by the manufacturer) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: perforation and tilt. The following additional information was received per the patient¿s medical records: patient had a history of pulmonary embolus 7 years before implantation. The filter was implanted due to bilateral pulmonary emboli and recurrence of her pe¿s. The filter was placed in the ivc distal to the renal veins and patient tolerated the procedure well with no apparent complication. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 years 2 months post implantation. The patient reports perforation of filter strut(s) outside the ivc and device unable to be retrieved in an attempted but unsuccessful percutaneous removal procedure 5 months post implantation. The patient also reports suffering from anxiety and depression.